Event description:
It was reported that the procedure was to treat an enlarging aneurysm located in the saphenous vein graft to the obtuse marginal due to a threatened rupture. A 3.5x26 mm graftmaster stent was placed in the distal area across the aneurysm and the 4.0x19 mm graftmaster was placed across the proximal end of the aneurysm overlapping the distal stent. A slight endovascular leak was observed at the distal end of the 3.5x26 mm graftmastent stent that was left untreated as it was expected that this would seal itself. The procedure was ended and considered successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es, choice pt, 300 cm iron man (x2); sheath: 8f al2. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter.